Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter does not power on after replacing the battery. The patient mentioned about feeling shaky sometime during the alleged issue started. The patient denied taking any action or receiving medical intervention due to the reported issue. This complaint is being reported as product malfunction due to the unresolved power issue. The patient experienced "shakiness" during the alleged issue, therefore, the product did not cause or contribute to an adverse event.